Event description:
Customer reported the infusion set was released unintentionally from the insertion device. She attempted to remove the protective cover from the needle, and the infusion set "shot across" the room. No adverse event was reported. The insertion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.